Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of needle ns 18ga 1-1/2in sb tw experienced incorrect label information, which was noted prior to use. The following information was provided by the initial reporter: the labeling on the outer carton is different from that on the bag. The article description, and the lot payments are still part of the product.

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, no issues with the product were observed. The product, material reference number 304644 and lot number 0142368 is shown within the pictures. The information listed on the inner bags does not refer to the final product, unlike the outer box. The information captured on the bags belongs to the intermediate process; the assembly process of the needle. Lot number 0139224 is the assembling lot of the needles, which is a sub-assembly product involved in the final product. Therefore, these numbers would differ, with the final product lot number of 0142368 and the sub-assembly lot number of 0139224. As no defects were identified for this incident, further action has not been determined necessary. The reported issue is not related to a manufacturing defect, so no device history review was conducted for lot number 0142368 h3 other text : see h.10.

Event description:
It was reported that an unspecified number of needle ns 18ga 1-1/2in sb tw experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: the labeling on the outer carton is different from that on the bag. The article description and the lot payments are still part of the product.